Event description:
It was reported that during a percutaneous coronary intervention, a balloon burst occurred. The 80% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior coronary artery. A 15mm x 2.5mm maverick² balloon catheter was advanced to the target lesion. The balloon ruptured at 12 atm. The number of inflations and to what atms is unknown. The device was removed and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a pinhole leak was identified over the proximal edge of the proximal markerband. A microscopic examination of the balloon material and of the proximal markerband, could not identify any issues which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon burst occurred. The 80% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior coronary artery. A 15mm x 2.5mm maverick&#10400;balloon catheter was advanced to the target lesion. The balloon ruptured at 12 atm. The number of inflations and to what atms is unknown. The device was removed and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.